Event description:
It was reported during an mca treatment procedure, after injection of onyx for about 30 minutes, a leak was detected approximately about 5.5cm from the catheter tip. No complications with the patient were reported during this procedure.